Event description:
The customer's attorney alleged that the customer was using the minimed insulin pump and infusion sets when he failed to receive the correct doses of insulin to manage his diabetic condition. He was hospitalized as a result of improper amounts of insulin.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.